Event description:
In 2009, a company representative reported that the patient was having issues with her infusion sets. Upon follow up with the patient three days later, she stated that she received an e4 (occlusion) error on original date at 4:42 am. By 5:00 am, her blood glucose was elevated to 20 mmol/l (360 mg/dl) and she injected insulin via syringe to lower her readings. At 7:00 am, her blood glucose measured 17 mmol/l (306 mg/dl) and she took another insulin injection. By 10:30-11:00 am her blood glucose had returned to normal. Her target blood glucose range is 4-7 mmol/l (72-126 mg/dl). She believes the occlusions may have occurred because she was using an 8mm cannula instead of a 10mm cannula. The patient did not require medical assistance from a healthcare professional or second party to address the issue. Product was requested to be returned for evaluation.